Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (1500mcg/ml at 114.8mcg/day), hydromorphone (5.5mg/ml at 0.421mg/day), and bupivacaine (30mg/ml at 2.296mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the patient contacted to clinic to rep ort the pump had been alarming sine (B)(6) 2018. The patient denied any increased pain or symptoms of withdrawal. No environmental, external, or patient factors were reported to have caused this issue. On (B)(6) 2018, a motor stall was seen at interrogation. T he patient did not recently have an MRI. The patient was just refilled "recently," so he knew something was wrong. The stall occurred on (B)(6) 2018 and tube set occurred on (B)(6) 2018. The patient stated he "felt like profanity lately." The pump was programmed to minimum rate mode and the patient was given oral pain medications. The patient had an appoint with the surgeon on (B)(6) 2018. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient and the physician decided to leave the pump t minimum rate and re-evaluate at a later date. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the plan was to meet with the patient on (B)(6) 2018 to discuss the plan of action between the hcp and the patient. There were no further complications reported at this time.